Event description:
As reported by the user facility: event 4: detailed inquiry description: blood ran through the venous transducer line into the machine. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400579853. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). Five (1) unused samples and one (1) photo depicting the shipping label of the sample were returned for evaluation. A visual evaluation was performed on the samples returned with no non-conformities noted. The samples were functionally leak tested per specification with no leakages observed. Based on the evaluation results, the reported defect was not confirmed. Although the reported defect was not confirmed, a potential root cause could be from the manufacturing machine, due to high pressure of return can stress the product and generate a perforation in the pod membrane. An approved project is in place to further address issues of this nature. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.